Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2024, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding and increased sensitivity. No further patient complications were reported.